Manufacturer narrative:
A field service representative evaluated the customer¿s device and was able to verify the reported issue. After replacing therapy pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control requested the return of the replaced part for further evaluation at the failure analysis center.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During testing by physio-control, the device was unable to deliver shock.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During testing by physio-control, the device was unable to deliver shock.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly at the product analysis center (pac) and was unable to duplicate the reported issue during functional test. The replaced therapy pcb was able to deliver energy and passed calibration. A cause of the reported issue could not be determined.

Manufacturer narrative:
Section h6 results code grid of supplemental medwatch report 001 indicates: no device problem found. Section h6 results code grid of supplemental medwatch report 001 should indicate: operational problem identified. Section h6 conclusion code grid of supplemental medwatch report 001 indicates: cause cannot be traced to device. Section h6 conclusion code grid of supplemental medwatch report 001 should indicate: cause not established.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. During testing by physio-control, the device was unable to deliver shock.